Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 4328937. 200-02-35 - three peg patella 35mm 4524805. 244-25-09 - optetrak hi-flex tibial insert sz 5 9mm 1773648.

Event description:
As reported, approximately 4.5 years post op the initial left tka, this male patient was revised due to implant loosening, bone loss and significant synovitis. Patient had been complaining of mechanical complications and chronic pain. Following the revision surgery, plaintiff continues to be limited in his activities of daily living, and experiences daily pain and discomfort in his left knee which limits his activities and impacts his quality of life.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided and the device was not returned for evaluation.